Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that difficulty was experienced extending the helix mechanism at implant. The helix had been extended and retracted three times without complication. On the fourth attempt to extend the helix it would not deploy from the helix housing. There was a concern the lead had fractured. A different model lead was successfully implanted. No adverse patient effects were reported.